Manufacturer narrative:
Product analysis: the closurefast catheter was received for evaluation inside a biohazard bag. No ancillary devices or images from the procedure were received. The device was removed from the packaging and visually inspected. Two kinks on the catheter shaft were noted. The kinks were located approximately 69 and 80.5 cm from the catheter distal tip. The device tag indicated that the device lot was 200760207, consistent with the reported device. Microscopic inspection revealed no anomalies with the connector pins, all were straight and attached. Inspection of the catheter heating element/coil revealed evidence of the fep melted/burned resulting in the coil being exposed. The catheter connector was plugged into the resistance tester to perform continuity and resistance functional testing. The catheter failed resistance/continuity testing according to specification at e+ to e-, the multimeter displayed 22.3 ohms. The specification is (80 ohms to 113 ohms). However, the catheter passed further continuity testing. The test tc+/ tc-, the multimeter displayed 173.0 ohms, the result was inside the specification of less than or equal to 250 ohms. The value obtained from the resistor 1 test was 13.73 kohms, which was within the acceptance criterion for this test which is defined between 13.43 kohms to 13.97 kohms. The last test was resistor 2, the value obtained was 8.09 kohms and was inside the specification for this test (7.90 kohms to 8.22 kohms). The catheter was connected and recognized by rfg3 lab generator when plugged in. When the catheter was activated an error message was generated stating, ¿impedance low. Replace device¿. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast catheter with an rfg3 during treatment of the patient¿s great saphenous vein (gsv). IFU was followed. A guidewire was not used for insertion of the catheter. It is reported during the procedure, a ¿low impedance, replace catheter¿ message was displayed. The generator was power cycled and the error remained. A second catheter was used to complete the procedure with the same generator. No patient injury reported.